Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic ulcer it was reported that during deployment, the stent graft slightly moved forward, covering most of the left subclavian artery. The patient developed cerebral infarction in the recovery room 10 hours post-implantation, in the early morning of the following day. The patient was transferred to the operating room for the emergent implantation of a chimney stent in the left subclavian artery. The symptoms of cerebral infarction improved. The patient is currently in good health and is recovering per the physician, the cause of the inaccurate delivery was procedure related as the physician said the delivery system was tight and difficult to deploy so this might be related to the inaccurate delivery. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary the reported inaccurate delivery was likely confirmed , considering the desired landing area of the proximal fabric margin was planned to be just distal to the edge of the left subclavian artery; however, the cause of the event could not be determined from the limited images available for review. Vessel occlusion could not be confirmed. Although the left subclavian artery was partially covered by the proximal fabric margin, it was still somewhat patent on the single post-implant still angiogram provided. Procedural angiograms showing the deployment of the stent and the exact moment when the stent "jumped forward" were not available for a thorough assessment of the reported event. The cerebrovascular accident could not be assessed on the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.